Event description:
It was reported that the insulin in the reservoir does not match the amount shown on the status screen of the insulin pump. Blood glucose value was normal; customer did not require medical treatment. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.